Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. This lead is noted due to oversensing, though no known inappropriate therapies were delivered. There was also aparent fibrosis at the ra/superior vena cava junction, an azygous system and late in the case, the patient complained of substernal chest pain with manipulation at the ra/superior vena cava junction prompted physician to cease and consider other alternatives. The physician was (B)(6). No additional informatioon is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).